Event description:
On (B)(6) 2012, spoke to dr garefalakis. He said that the plts sometimes pop out and that it was so difficult to extrude it cracked his gun. He said that he only had a few left from the first box and did not want to use the second box as it has the same lot and he got it at the same time. He said that the composite was slightly stiffer than the materials from his other venus diamond shades that were not difficult to extrude, but that he was still able to use it once it was extruded. On (B)(6) 2012, spoke to dr (B)(6) again. He was using what he believes to be a kerr brand dispensing gun. He said it is an all plastic dispensing gun. He said that when he extrudes it makes him nervous to dispense directly into the prepped tooth, so he is dispensing onto the tray instead of directly into the pt's mouth. He said he believes this would be safer. He said that he has noticed this issue for awhile, but decided to report when his gun handle broke. On (B)(6) 2012, spoke to dr (B)(6). He said he received the new gun and replacement plts. He said that the replacements were difficult to extrude also, but so far none have popped out or broke anymore dispensers. He said he is just not going to extrude into the pt's mouth until the extrusion gets easier.

Manufacturer narrative:
(B)(4) (the importer) is submitting the report on behalf of heraeus kulzer (B)(4) (the MFR). Although, we have not established that the device caused or contributed to the event, we're reporting it out of caution to be complaint with 21 cfr part 803. We cannot rule out causality.